Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, of this document lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with acute right leg pain. Coolness, and mottling. The patient was found to have acute bilateral femoral artery thromboses and underwent emergent bilateral embolectomy/thrombectomy with vascular surgery. The patient's ventricular assist device (vad) had been functioning appropriately. The doctor wanted to send log files in for review. The log files were reviewed and found no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient had an international normalized ratio (inr) of 3.8 at the time of the incident. There were no recent changes to pump parameters. A computed tomography (CT) scan was done that showed bilateral common femoral and proximal superficial femoral arteries. The CT scan image was not available. The surgery resolved the bilateral thrombus.